Event description:
Procedure type: lap chole. According to the reporter: the cannula became separated from the hub when surgeon was sliding scope back. The operating time and incision were not extented as a result. No patient injury was reported, and the patient is in well condition currently.

Manufacturer narrative:
The initial report for this incident was received on 06/26/2007 and it was not reportable. However additional information received on 08/27/2007 made this an MDR reportable malfunction.